Event description:
Prodigy (importer) response to consumer report # (B)(4) filed with the FDA on (B)(4) 2013. Prodigy received FDA notification of report, (B)(4) postmark (B)(4) 2013, and took measures to resolve case. Phone records show (B)(6) made one call to customer care on (B)(6) 2013, at 4:27 pm, which is contrary to report of him calling prodigy "again." (B)(6) complained about meter reading "50 points different than what it's supposed to be reading." While there was no mention of adverse event(s), his concern was related to the number of units of insulin his wife has to take. He said he understands that meters read differently, he also stated he "already had it tested in the lab". Pdc has no record of products returned from caller for evaluation or calls for troubleshooting. Per call recording, prodigy representative informed (B)(6) that meter accuracy concerns will first have to undergo troubleshooting with a series of cs tests. (B)(6) refused to perform any troubleshooting measures. He insisted tests were already done and meter was incorrect, and will result in "the same thing". The call recording on (B)(6) does not consist of statement(s) or type of language referenced in MDR. At no time during the call did the representative comment about doctor or any other person's testing of the prodigy meter. (B)(6) ended the call by saying he will call the FDA back. Duration of call only lasted 1 minute and 45 seconds. Prodigy attempted follow up with (B)(6) but received no answer. Messages were left on machine and no responses have been received to date. Ref MFR # 3005862821-2013-00008.